Manufacturer narrative:
This report is filed (B)(4) 2016.

Manufacturer narrative:
This report is filed january 15, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement, headaches and dizziness subsequent to sustaining a head injury (date not reported). Re-programming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.